Manufacturer narrative:
Visual inspection of actual sample was performed confirming no missing part, damage, blockage or mis-installation observed on the sample. No leaking was observed at the connection between facemask and patient connector. A high/low pressure test with pressure limiting valve closed was performed which confirmed that no leak was observed. Other test performed for the patient valve with pressure limiting valve open where tightness test, shift function and pressure limitation test, and pressure limiting valve resistance test all passed. No failure was found on the retuned sample. The pressure limiting valve is opened when shipped, it is a normal phenomena that pressure limiting valve opens to release air to environment when ventilation pressure is higher than 40cmh2o which can cause a squeaking noise. Under this circumstance if the patients needs high ventilation pressure, the pressure limiting valve should be closed. The IFU states that if medical and professional assessment indicates a pressure above 40cmh2o is required, the pressure limiting valve can be overridden by moving the override clip onto the valve. Additional details and information about the incident has been requested form the customer, however no further information has been received at this time. Due to the limited information and performed investigation, the specific failure mode and root cause remains unknown.

Event description:
Post-intubation desaturation occurred. Ventilation was resumed using the ambu bag, which was malfunctioning and producing a squeaking noise. Deep and prolonged desaturation without bradycardia was observed. The patient's condition improved after changing the ambu bag.